Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during a sils laparoscopic cholecystectomy procedure, two clips were successfully deployed on the patient side of the cystic artery. The surgeon then tried to deploy a further clip on the gall bladder side before cutting the artery with scissors. As he squeezed the handle, the jaws of the clip applier closed as normal. He then released the handle but the jaws did not open, they remained closed. The surgeon was then going to remove the gall bladder using the clip applier as a grasper. He put in another 5mm port and tried to cut the cystic artery, as this happened the clip applier ripped the cystic artery and there was some bleeding. Another clip applier was opened, another clip deployed and the procedure continued. The patient was fine. The procedure was prolonged ten minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.